Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from 18apr2017 through 09may2017 for review. It should be noted that a series of low flow hazard alarms were captured on 18apr2017, when the estimated flow was calculated below the low flow threshold of 2.5lpm. In addition, a transient low flow hazard alarm was captured on (B)(6) 2017. No other atypical events were captured and the pump speed remained above the low speed limit for the duration of the log file. The patient remains ongoing on lvas support and no further related issues have been reported. Thrombus and hemolysis and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 0002916596-2014-00300 for the report of the patient¿s previous pump exchange due to suspected thrombus. Reference MFR report # 2916596-2016-00093 for the report of elevated lactate dehydrogenase without changes in pump parameters. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient was admitted from a routine office visit for potential thrombus. The patient¿s lactate dehydrogenase (ldh) was 707 u/l, with a baseline 400-500 u/l. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and revealed low flow hazard alarms, and low speed event. It was reported that an echocardiogram was unremarkable, and unchanged from prior imaging. The patient was placed on a heparin infusion, and continued on aspirin and dipyridamole. The patient was discharged on an unspecified date with an ldh of 364 u/l. The plan was to continue to monitor the patient. No additional information was provided.